Event description:
A peritoneal dialysis patient reported dialysis solution leaked out of the cassette and into the cycler. Patient had no adverse effects and required no medical intervention. Sample is not available; sample was discarded.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.